Manufacturer narrative:
Pump was received with button error alarm due to moisture damage on keypad traces. Unit had cracked case at display window corner, minor scratched lcd window and cracked battery tube threads.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The customer stated that the device was under a wet suit prior to the alarm occurring. Blood glucose level at the time of the incident was not provided. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.